Event description:
It was reported to boston scientific corporation on (B)(6), 2011, that a maxforce esophageal balloon tts was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011.according to the complaint, during the procedure, the balloon was advanced through the olympus scope and positioned in the esophagus. As the balloon was inflated, water was observed leaking form the balloon and removed from service. The procedure was completed with another maxforce tts balloon.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.